Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve had ¿poor flexibility.¿ there were no patient symptoms or complications associated with the event. The valve was explanted and the patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the rebound of the reservoir was slow when pressed during the test. The cause of the issue was unknown.

Manufacturer narrative:
The returned valve was patent and met the requirements for valve flux, reflux, pressure-flow, and pre-implantation. There was also suture attached to the flange of the valve. The valve did not meet the requirements for leak test due to a tear in the chamber. It is unknown how or when this damage occurred. The instruction for use cautions, ¿handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. Use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage¿¿ there was proteinaceous debris throughout the interior and exterior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system.¿ all valves are 100% tested at the time of manufacture. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.